Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via email of hospitalization for high blood glucose of 500mg/dl and diabetic ketoacidosis. The customer treated with an IV drip. Customer indicated that the high blood glucose may have been due to bent cannulas and leaking infusion sets. Customer's blood glucose value was 290mg/dl when they were discharged from the hospital. Troubleshooting advised that the infusion sets would be replaced. No further details given.